Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition (including dislodged cannula) could have contributed to the reported customer's infusion site irritation and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an irritation at the pod¿s infusion site (unspecified) while wearing the device between 49 and 71 hours. The pod also reportedly was coming loose from the infusion site, causing the pod cannula to dislodge. The patient's blood glucose level reached 22.9 mmol/l (412 mg/dl). The infusion site was reported to be red. The patient sought medical advice from the diabetes nurse and was able to receive a prescription of liquid barrier film (lbf) no-sting sterile barrier film spray by their general practitioner (gp). The patient was also treated with an over the counter (otc) antihistamine tablet. A new pod was applied.